Manufacturer narrative:
The customer reported that the unit keeps rebooting. The unit was evaluated by a philips field service engineer and the failure was verified. The field service engineer replaced both the internal data card and the processor pca resolving the reported issue. We can not determine which assembly resolved the failure because multiple parts were replaced.

Event description:
The customer reported that the unit keeps rebooting.